Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that while trying to turn on the device it is displaying error code "45984". The event happened during testing.

Manufacturer narrative:
D3 - mfg establishment name; corrected. H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed two instances of system fault. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The error code was corrected by pump power up test. The root cause of the issue was unknown.